Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that sound was audible. However, the speaker was replaced for precaution. The device was returned to the customer. Based on the information available and the testing conducted, the exact cause for the reported issue could not be established. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the tele mx40 had a speaker malfunction with no audible tones. The device was not in use on a patient at the time of the event. There was no report of patient or user harm.